Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A batch record review for kit lot n312 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n312 shows no trends. A photograph was provided by the customer for evaluation. The complaint kit was not returned. Review of the photograph verifies the reported drive tube break as blood splatter is visible in the centrifuge chamber and the drive tube is broken above the upper drive tube bearing stop. In addition, the centrifuge bowl is broken into pieces at the bottom of the centrifuge chamber. A known cause for a broken drive tube is if the drive tube bearing is not securely installed into its retainer clip during installation of the kit by the end user. If the drive tube bearing is not securely loaded into its retainer clip the centripetal force would cause the bearing to move to the center of the drive tube and eventually impact the centrifuge chamber wall and break. A device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot passed all lot release testing. The root cause of the drive tube break is most likely due to the drive tube bearing not being secured into the retainer clip during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4) ap 21-nov-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube broke during treatment after approximately 107 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. There was no report of patient harm associated with this event. The customer returned a photograph for evaluation.